Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after connecting the mapping catheter to the balloon catheter, there was difficulty maneuvering the balloon catheter. It was noted that the mapping catheter wire was knotted. The mapping catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 224536102 was returned and analyzed. Visual inspection was performed, and a kink was observed at the tip/loop of the tubing, a deformed electrode was observed on the loop of the tubing, a broken and detached loop was observed, a displaced electrode was observed on the loop of the tubing, and a knot was observed on the tubing. Additionally, the wires inside the loop segment area were broken. Visual inspection of the loop segment area showed the loop was knotted from the tip to the third electrode and the loop was damaged in multiple locations. Visual inspection of the tubing segment area showed the tubing was detached approximately 2.5 inches from the joint to the shaft, and the tubing was kinked and ribbed. Visual inspection of the electrode(s) showed the electrode was displaced from its original location, and was bent, and crushed. Visual inspection also identified all of the electrocardiogram (ECG) wire(s) were broken at the same location of the previous damage. A review of image files confirmed the mapping catheter loop section was kinked and ribbed, and that the loop was not knotted, however it was stuck together on the electrode location. In conclusion, the reported mapping catheter wire damage was confirmed. The mapping catheter failed the returned product inspection due to damage on the tip/loop, the electrode on the loop of the tubing, and wires inside the loop segment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.